Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (damage) issue. Reportedly, the pump had intermittent power and the battery compartment was cracked. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up #1: date of submission: 10/21/2016. Device evaluation: the device has been returned and evaluated by product analysis on 09/29/2016 with the following findings: the pump's black box showed evidence of unexplained pump reboot events on (B)(6) 2016. The pump intermittently powered on. The battery cap had damaged threads. The battery compartment was cracked. There was evidence of moisture on the internal components of the pump. The pump was exercised with a test battery cap for 24 hours with no power issues observed. There was no additional moisture damage observed.

Manufacturer narrative:
Follow-up #2, 4-april-2017- correction to serial#.